Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous right superficial femoral artery. This 8.0x40 wanda balloon was selected and inflated once to 12 atm and ruptured upon the 2nd inflation at 12atm. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. This product is only (B)(4) approved, but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).